Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the cause of the implantable neurostimulator (ins) shutting off was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced a loss of therapy/therapeutic effect and increased symptoms for one month following a vacation on (B)(6) 2016; the device was discovered to be off without any explanatory factors. The diagnostic methods included the patient reporting increased parkinson's disease symptoms and performing a device interrogation on (B)(6) 2016. The etiology was related to the device/therapy, but not related to the implant procedure. Actions/interventions included turning the device back on, on (B)(6) 2016; the issue was resolved without sequelae.